Event description:
A pt death was reported with allegation that it may have been related to the acm product recall. The death certificate alleges that the cause of death is from sepsis, msra-infection, failed hip prosthesis infection. An original report from the hosp in 6/2003, with no pt name provided, indicated the results from a culture as being "enterbacter cloacae." It was reported by hosp staff in 7/2003 that the doctor felt, "the pt is believed to have an infection from laying for a long period of time at another facility." The doctor felt this complaint was not related to the stryker recalled product.